Event description:
It was reported that the patient had reoccurring urinary tract infections (utis) that started about 2 years ago. The patient was in the hospital now because of a uti along with some other issues. The patient had a loss of therapeutic effect and the therapy had not worked for about 1.5 years. The patient did meet with their manufacturer representative about 1.5 years ago, but they did not have their programmer with them at the time. The manufacturer representative was supposed to meet with them again, but never got in contact with the patient. The manufacturer representative thought it was a programming issue. The patient was not feeling stimulation and had been experiencing the same symptoms as before they got the device, incontinence. The patient also had vasculitis. The patient¿s friend or family member was going to contact the patient¿s health care provider (hcp). The patient was lost to follow-up and needed an office visit. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# v567714, implanted: (B)(6) 2010, product type: lead. Product ID: 3093-28, lot# v567714, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).